Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted multiple high pressure alarms were recorded. Functional testing included pressure switch testing. The pressure switch test was found to be activated within the pump's manufacturer specifications. The downstream occlusion sensor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited low occlusion pressure. No adverse effects were reported.